Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 5 months post implant of this bioprosthetic aortic valve, a transcatheter valve-in-valve procedure was attempted but not completed. The reason the procedure was unsuccessful was not reported. Ultimately 15 years and 7 months post implant, a non-medtronic transcatheter valve was implanted valve-in-valve. The patient reported that their original bioprosthetic valve was replaced due to "leaking". No additional adverse patient effects related to the hancock valve were reported.